Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Technical support engineer (tse) reviewed site system logs with a procedure date of (B)(6) 2023 and verified that there was no issue with the system which caused the patient event. The console operated as intended. Furthermore, field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. Fse found no issue with the console. Due diligence was completed, and outset was not able to confirm causality due to lack of information. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.

Event description:
It was reported that a patient code during at approximately 25 minutes into dialysis treatment on tablo. It was reported that that the patient had deteriorating consciousness, unresponsive and lower heart rate. No cardiopulmonary resuscitation (CPR) as patient was dnr, so no medical intervention was provided. Note: currently, it is unknown whether or not the device may have caused or contributed to the patient code; furthermore, patients condition pre-treatment was described that patient's heart rate was low (57) and was giving the ok to go through dialysis and patient is intubation unresponsive.